Manufacturer narrative:
Evaluation summary - both gore® excluder® aaa endoprosthesis contralateral leg components ((B)(4) and (B)(4)) were returned for evaluation. Examination of the returned devices revealed that the polyimide guidewire lumen had pulled out at the trailing olive on both catheters. There were indentations from the polyimide guidewire evident in both trailing olives signifying that the polyimide guidewire had been bonded at the trailing olive. The deployment knob was still screwed into the catheter of the (B)(4) device and the deployment line was extending out of the trailing olive of the catheter indicating that the deployment line was not pulled during the procedure. Based on the available information and evaluation of the returned products, the root cause for the damage to the guidewire lumen on the catheters could not be determined with the currently available information. The reported extending out of the sheath and the withdrawing of the undeployed endoprosthesis into the sheath may have contributed to the event. Additionally, the reported catching of the leading end of the catheter on the introducer sheath may have contributed to the event. Use outside of the gore® excluder® aaa endoprosthesis instructions for use was noted and may have contributed to this event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. The IFU states do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. During the procedure, a trunk-ipsilateral component was advanced and implanted as planned. The physician reportedly had difficulty advancing a contralateral leg component into the contralateral gate. According to the report, the physician was reportedly unable to advance the device over the soft guidewire (manufacturer unknown) to the level of the contralateral gate. Therefore, the decision was made to advance the contralateral leg component outside the 14 fr gore® dryseal sheath. According to the report, no resistance was felt, and no anatomical issues (tortuosity, calcification, etc.) Caused the difficulty advancing the device into the contralateral gate. It is believe the use of the soft guidewire caused the difficulty with advancement of the device. After multiple attempts to reach the gate proved unsuccessful, the physician attempted to withdraw the delivery catheter back into the sheath with the plan of advancing the sheath higher up into the gate. It was reported as the device was being retracted into the sheath, the delivery catheter caught on the edge of the sheath. The leading olive/polyimide guidewire lumen reportedly detached, and the device began to prematurely deploy. The decision was made to complete deployment of the device where it was, just distal to the contralateral gate. The physician was able to bridge the implanted trunk-ipsilateral and contralateral leg components with an additional contralateral leg component. According to the report, the detached leading olive/polyimide guidewire lumen were successfully ¿sandwiched¿ against the contralateral leg component and the vessel wall. Final angiography showed exclusion of the aneurysm, and the procedure was concluded without any further reported complications. The patient tolerated the procedure.